Event description:
The customer obtained consistently positive results on one pt for bhcg with the axsym analyzer. Results ranged from 300mlu/ul to 500 mlu/ml. Manual dilutions were performed on samples. These were then run on the axsym producing results of 0 mlu/ul. There has been no report of impact to pt or pt management.